Event description:
The patient contacted animas on (B)(6) 2012 reporting that during the prime step, she pressed the ok button but the pump went back to the ezprime menu. The patient stated that with multiple attempts the pump would eventually prime. Customer support advised that the issue could be related to a keypad issue. The patient reportedly wore the pump attached to a belt and cleaned the pump with a paint brush. This report is made based on the indication of a potential keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad and bolus button were tested and found to be responding appropriately to button presses.